Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report# (B)(4) for an "avaulta anterior."

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was due to a large anterior wall prolapse. The procedures performed were anterior repair with polypropylene mesh (avaulta), cystoscopy under general anesthesia. The complications were pinkish spotting, possible erosion of small area, has little discharge in brown, and very small midline erosion towards the cervix that is about 0.5 cm, scheduled for excision of the mesh in surgical setting. Following mesh revision she got left hip discomfort, spotting, post-menopausal bleeding, probably secondary to mesh erosion, urinary frequency.